Event description:
It was reported that post op the surgeon was doing a barium swallow and saw that the posterior portion of the band was twisted. A second procedure was schedule to correct the band placement. The surgeon pulled more of the band through on the lesser curvature side of the stomach and rebulked the band. It is standard for the surgeon to do a barium swallow every time he does a fill. The patient is well.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis. Band remains implanted.